Event description:
It was reported that on may 13, 2024, the patient fractured his/her femur. On (B)(6) 2024, the patient underwent an orif surgery. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2024, it was found that an avulsion fracture occurred at the anterior fragment of the greater trochanter by x-rays and CT scan for examination. Currently, the patient complains of a little pain in the anterior femur, but is ambulatory. No further information is available. This report is for one (1) tfna fenestrated helical blade 105mm - sterile. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. D4, h4, h6: lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.